Event description:
Indication - illness, unspecified and common variable immunodeficiency, unspecified. Patient states that the plastic covering on the pump is coming off, and he has to pop back in place. No adverse effects reported from defective pump. Pump being replaced. Unknown if old pump available for return. Spontaneous call - no further info provided. Reported to (B)(6) by pt/caregiver.